Event description:
Per the clinic, the patient was treated with oral antibiotics (specific date and duration not reported). Subsequently, the device was explanted on (B)(6) 2026. It is unknown if there are plans to reimplant the patient as of the date of this report.

Event description:
Per the clinic, the patient has significant soft tissue overgrowth at the abutment site. The patient subsequently developed intermittent drainage and infection at this location. A skin revision surgery has been planned; however, it has not been performed as of the date of this report.